Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving tow separate products; associated MDR #1225714-2014-03294 and 1225714-2014-03295.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, after the use of the product.